Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 4.00x28mm promus premier¿ drug-eluting stent was advanced for treatment. However, the stent was stripped off from the stent delivery system (sds) during advancement through the guide catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved 1.1cm in a proximal direction over the proximal markerband, stent struts were overlapping, bunched, misaligned and lifted. The balloon cone profiles were reviewed and it appeared that positive pressure had been applied to the balloon as balloon wings were not tightly wrapped, there was also evidence of contrast medium inside the balloon. Crimp markings were not evident on the exposed balloon as the balloon was inflated, the wings were relaxed and therefore ,crimp marking were not easily identified. A visual and tactile examination found no issue with hypotube profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 4.00x28mm promus premier¿ drug-eluting stent was advanced for treatment. However, the stent was stripped off from the stent delivery system (sds) during advancement through the guide catheter. No patient complications were reported.